Manufacturer narrative:
As part of the reported complaint, a serial number was not provided and no unit will be returned for evaluation. Neither a device history record nor a service report can be researched without serial numbers. The complaint indicates a device with an obvious leak and no leak alarm was triggered; on the other hand, a second device received continuously alarmed for leak but no evident leak found. In regards to the pump not alarming for leak, the pump operates normally for leak rates up to a range of 2.5-3.5 l/min but it is designed to alarm for an excessive leak detected for more than 3 minutes, not instantaneously. It is possible that with thickened exudate inside the fluid handling pathway, air flow will not exceed the 3.5 l/min. Meanwhile, another device was received for continuously alarming for leak but no leak was found. As intended, the pump sounded the alarm once the significant leak was detected. Since the negative pressure wound therapy involves various elements, it is difficult to determine and assign a definitive root cause for the issue reported within the complaint. The root cause for the reported issue probably could be related to the dressing technique, canister or the soft port used and not to a malfunctioning of the pump. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: two separate incidents. The first report is that there was an obvious air leak but the pump did not alarm. In the second instance, the pump alarmed continuously for 'leak' but no leak could be found.